Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were scissoring immediately. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.